Manufacturer narrative:
Product event summary: the ventricular assist device (vad), one controller, three batteries and one controller ac adapter were returned for evaluation. Review of the manufacturing documentation of the vad and the controller, as well as vad's sterility certificate, confirmed that the associated devices met all requirements for release. The reported event of "double disconnect" could not be confirmed via available log files which cover data up to (B)(6) 2017. Log file analysis revealed that the last data entry was logged on (B)(6) 2017 at 23:20:39, at which point bat310503 was connected to power port 1 with 95% relative state of charge (rsoc) and bat310800 was connected to power port 2 with 24% rsoc. Power port 1 was powering the controller. No alarms were logged leading up to or on 05-may-2017. Additionally, log file analysis revealed that the pump's power consumption was within the normal operating range for the past 14 days until (B)(6) 2017. It is likely that both power sources were disconnected following the last data point, causing the controller to lose power after which no further data would be logged. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the three batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of controller ac adapter revealed that the device passed functional testing; visual inspection revealed damage to the cable. This is an additional observation not related to the reported event; the damaged cable did not impede the functionality of the controller ac adapter. The most likely root cause of the damaged cable may be associated with improper handling. Failure analysis of the returned controller revealed that the device passed functional testing; electrical connections between the controller and the batteries were stable. Visual inspection revealed that the power port 1 connector was loose from the controller housing, confirming the reported "loose connector" event. Based on an internal investigation conducted by the supplier, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additionally, the "no power" and "no sound" events could not be confirmed since the no power alarm worked as intended during testing when both power sources were disconnected; loudness and pitch of the audio alarm were no different from known working controllers. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported loss of power event may be attributed to a disconnection of both power sources from the controller. An internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 1.0 con102916 UDI#: 00888707000116 h3: yes h6 FDA method code(s): 10, 4112, 3331 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19, 12 battery bat310433 UDI#: 00888707000376 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat310503 UDI#: 00888707000376 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat310800 UDI#: 00888707000376 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / cac102283/ model #: 1425us / catalog #: 1425us / expiration date: 06-may-2017 UDI #: d10: yes, return date: 19-jun-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 06-may-2016 h5: no h6: device code(s): c62968 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's controller ac adapter was returned to the manufacturer as an associated device for the event and the device tested out of specification.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - controller / catalog number 1403us / expiration date: 03/31/2017. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 12/31/2016. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 12/31/2016. Device available for evaluation?: no. No, product not received - not returned to manufacturer. Labeled for single use?: no. (B)(4).

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient's family called into the ventricular assist device (vad) hotline on (B)(6) 2017 reporting that they found the patient at home on (B)(6) 2017 deceased. Patient was sitting in his wheelchair and was found with no power sources connected to controller and no audible alarm. Patient was cold to the touch according to family report.  Patient had 1 battery on floor near wheelchair and other batteries in charger and alternate current (ac) adaptor was not connected. Site will submit logfiles upon receipt of patient's equipment. It was stated that upon inspection of the controller, it was found to have a loose power port number 1 connection. One battery was in the primary controller shoulder bad, it was not sure if it was attached to the controller at time of death. The controller alternating current (ac) adapter was reportable not connected to the wall when patient was found. It was further stated that another battery was found depleted next to the patient on the floor and there was another battery that was found next to the patient, that was fully charged. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a device associated fungal infection, with no source reported.

Manufacturer narrative:
Additional information received states that the patient's family requested a post-mortem examination. It was also stated that the devices were returned to the hospital. It was stated from the site that the family was upstairs when the event occurred and did not report hearing a "no power alarm." (B)(4) - controller. (B)(4). (B)(4) - battery. (B)(4). (B)(4) - battery. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Manufacturer narrative:
(B)(4) was not returned for evaluation; (B)(4) were returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. The reported event of "double disconnect" could not be confirmed via available log files which cover data up to (B)(6) 2017. Log files analysis revealed that the last data entry on (B)(6) 2017 at 23:20:39 hours showed (B)(4) connected to ps1 with capacity equal to (B)(4) and (B)(4) connected to ps2 with capacity equal to (B)(4). Ps1 was powering the controller. No alarms have been logged up to (B)(6) 2017. Failure analysis of the returned controller revealed that the device passed functional testing, electrical connections between the controller and the batteries were stable. Visual inspection revealed that the power port 1 connector was loose from the controller housing, confirming the reported "loose connector" event. The most likely root cause can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. An internal investigation has been opened by the supplier to address loose connectors. Additionally, the "no power" and "no sound" events could not be confirmed since the no power alarm worked as intended when both power sources were disconnected; loudness and pitch of the audio alarm were no different from known working controllers. Failure analysis of the batteries (B)(4) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the device passed functional testing; visual inspection revealed a damaged cable. This is an incidental finding since the damaged cable did not impede the functionality of the cac adapter. The most likely root cause of the damaged cable may be associated with improper handling. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and events with similar circumstances were considered; the most likely root cause of the loss of power may be attributed to double disconnection of the power sources from the controller. (B)(4) ¿ controller 1.0, device evaluated by manufacturer: yes, returned to MFR -06/07/2017, device manufacture date: 03/10/2016. (B)(4) - battery, device evaluated by manufacturer: yes, returned to MFR - 06/12/2017, device evaluated by manufacturer: 12/29/2015. (B)(4) - battery, device evaluated by manufacturer: yes, returned to MFR - 06/12/2017, device evaluated by manufacturer: 12/30/2015. If information is provided in the future, a supplemental report will be issued.